Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedances on the right ventricular (rv) lead. The impedances were stable around 70 ohms, but recently increased to out of range values of 131 ohms. At this time, the products remain in service and the patient is being monitored. No adverse patient effects were reported.